Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was fogging inside "the" lens.

Manufacturer narrative:
Alleged failure: normal use, no external damage, fogging inside lens the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be product was extreme handling during cleaning/sterilization, or perception of misaligned lenses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was fogging inside the lens.